Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 11/28/2016 stating that this exhibited safety switch, impedance spikes to 3000 ohms and lots of noise with unipolar. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).